Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the monitor line was broken resulting in the leak. The reported condition was verified. The reported issue occurred during treatment and to be able to be rinsed and loaded on the control unit, the monitor line had to be intact, otherwise an alarm would have been triggered, preventing rinsing. The component was therefore damaged during use (excluded a root cause manufacturing). The cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external blood leak was observed due to a break between the consumables pot and the tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.